Event description:
Reporter reports a pt wearing acuvue oasys contact lenses (cl) developed an "infection" os. The reporting eye care professional (ecp) reported that the pt presented in 2008 with blepharitis ou and 2-3mm peripheral corneal scarring os. No medications were prescribed. The pt informed the ecp that he/she experienced eye irritation and saw an ophthalmologist, 2 days later, on the month prior to original month, while in other country. The pt reported that he/she was diagnosed with a corneal ulcer and was treated with antibiotic eye drops. The ecp stated that the pt had already completed the course of antibiotic eye drops prior to original date. The ecp stated that the pt had a history of using sodium cromogiate four times a day and alamide eye drops. The ecp stated that the pt returned on six days later and the os was fine. The pt was instructed to use clear care solution. The pt was using opti free disinfecting solution but the ecp did know which one. The pt's visual acuity was not measured. The pt has returned to wearing cl. We could not confirm "infection" with the treating ophthalmologist. This event is being reported as worst case scenario.

Manufacturer narrative:
The lens in question was discarded. Three sealed blisters were returned from the lot in question. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for diameter, base curve and center thickness. No visual attributes were observed. The returned solution was tested and the ph and conductivity were within specification. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR reportable events are reviewed in quarterly management review meetings. No additional information is expected.